Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 373750-20 insufflator to resolve the issue. The system was tested and verified as ready for use. The insufflator has been returned and evaluated by the failure analysis team on 08/15/2025. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto the known good in-house system and system did not trigger any issues or errors at startup. Unit was responsive. Installed a golden valid tube set and the insufflator was able to engage. Installed an invalid tube set and unit triggered error message "invalid tube set" as well as light ring on the insufflator kept flashing yellow. Performed insufflator functional test and unit passed all tests. Nothing seemed to be wrong with it and no air leakage. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that the customer experienced an insufflator error 2001. The customer reported event has no report of patient injury.